Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the biometric ID scanner not detected as online . A technical support specialist removed the lumidigm drivers, adhered to the instructions outlined in ka000011828, and subsequently reinstalled the lumidigm driver. The device was then restarted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric ID scanner was not working. The customer reported that the issue persists despite the intervention of the technician. Although the problem is temporarily resolved by rebooting the unit each time, the anaesthetists lack confidence in using this equipment, as most are unable to recall their passwords. Consequently, they require a witness for each instance of medication dispensing, which is not always feasible due to the unavailability of personnel. There were no adverse events or injuries reported based on this incident.